Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown competitor stem, pn unknown ln unknown. Complaint sample was evaluated and the reported event was confirmed. The liner and competitors stem was returned for evaluation. As returned, the liner exhibited severe damage. Damage was too severe for an accurate dimensional analysis. A competitor¿s femoral stem (charley) was returned with the liner. Off label or unapproved or contraindicated use detected. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's right hip was revised approximately 22 years post-implantation due to recurrent dislocation and wear. Attempts have been made and additional information on the reported event is unavailable.